Manufacturer narrative:
Article citation: yu, jonathan thur sian and au, leon. "Conjunctival bleb compression as a treatment for hypotony post xen45 implant in uveitic glaucoma." European journal of ophthalmology, volume 30 (pages 217-220). (B)(4). Further information from the author regarding event, product, and patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "conjunctival bleb compression as a treatment for hypotony post xen45 implant in uveitic glaucoma" noted a patient underwent emergent xen 45 gel stent implantation with mmc in an unknown eye and at day 1, patient had a shallow ac, iop of 1¿2 mmhg and hypotonus retinal folds. At 4 days, they had peripheral iris touch and nasal choroidals with an iop of 5 mmhg and underwent ac reformation with healon gv. This was repeated at day 6 before patient underwent conjunctival compression suturing at day 9 when the bcva was 1.22 logmar and iop was 2 mmhg. At 1 day following ccs, the iop was 29 mmhg with reduced choroidals and topical brinzolamide was commenced. The iop was 8 mmhg 5 days later and brinzolamide stopped. At review at day 9, the iop was 16 mmhg and both compression sutures were removed in the outpatient department. At month 3, the iop was 29 mmhg and brinzolamide was restarted for treatment before being changed to dorzolamide/timolol. Due to visually significant cataract (visual acuity counting fingers), the patient underwent phacoemulsification with intraocular lens insertion combined with needling and mmc. Post operatively, the patient was needled once with 5-fluorouracil in the outpatient department and has since maintained an iop of 10¿12 mmhg for the past 2 years on no topical therapy. It was noted the patient regained vision lost during the post-operative hypotony. Device remains implanted.